Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from all of the results obtained. The customer's expected fasting blood glucose test result range is 100 to 104mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product storage location is undisclosed. The test strip lot manufacturer's expiration date and open vial date are undisclosed. The meter memory was reviewed for previous test result history (date / time not set): (B)(6). The customer is calling in regards to getting high blood results on the meter. He takes his blood test fasting. The customer has not had any changes in diet or exercise regimen. He does not have any test strips left. No back to back test was performed.